Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump keypad buttons are not responsive. The customer's blood glucose reading was 429 mg/dl at the time of incident. Troubleshooting found that the pump may have gotten wet. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. The pump was received with operating currents within specifications. The pump passed the self test, unexpected restart, rewind, basic occlusion and displacement tests. However, unable to prime the pump during the prime test due to a faulty force sensor resistor. Unable to perform the excessive no delivery or occlusion tests due to the prime anomaly. No traces of moisture were noted at the electronic or motor assemblies per visual inspection. The pump was received with cracked case at the display window corners, a cracked reservoir tube, cracked battery tube threads and minor scratches on the lcd window.